Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a dexcom g7 cgm, following a leaking infusion site on the abdomen that prompted a supply change; the user¿s cgm displayed ¿high,¿ and the agent advised that the automated correction algorithm would address the elevated glucose, after which the user reported trending down without requesting further follow up. Symptoms included no reported clinical manifestations. Outcomes included self-management at home without alerts, alarms, or hospitalization. Investigation included user troubleshooting and education regarding infusion site change and algorithmic correction for hyperglycemia. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.